Event description:
It was reported that pump experienced malfunction with malfunction code and fault ID, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with assistance from technical support, confirmed that malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction appeared again.